Manufacturer narrative:
The tech found that in addition to the drift, the head section is raising past its limit. The tech replaced the head drive motor to repair the bed.

Event description:
Info received indicates the head section will drive down after it has been raised.